Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that when articulating the permanent cautery spatula instrument, there was a "popping." No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have the cable crimp from wrist control cable at the grip hub dislodged. As a result, the cables appear to be broken but it is not. The cable crimp is captured inside the welded grip. The complaint was confirmed by failure analysis. The probable root cause is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to back-driving of wrist and joggle joints with the insertion axis. Applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal can also cause the crimp to dislodge.

Event description:
Refer to h11 for follow-up information.